Event description:
Related manufacturer reference number: 2017865-2022-05793. Related manufacturer reference number: 2017865-2022-05799. Related manufacturer reference number: 2017865-2022-05800. It was reported a patient deceased due to cardiopulmonary arrest. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
Correction date of death should have been (B)(6) 2021 rather than (B)(6) 1921.

Manufacturer narrative:
The lead was retuned for patient deceased. As received, a partial lead (connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.